Event description:
Customer reported a past incident of low blood glucose, with the specific cause being unknown. The event occurred earlier in the day before contacting support. The blood glucose level was observed as "low," ; however, a specific value was not provided. Customer drank juice to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.